Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with an unspecified mentor saline smooth breast prosthesis on the right breast, suffered right breast pain and right breast implant deflation, post-procedure. The patient initially felt pain underneath the right breast but it went away, and recently the patient felt leaking and the breast has lost its shape. The patient had to sleep with a pillow due to discomfort and pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 19, 2021, mentor received additional information indicating that the slow leak of the implant was detected six months prior and a month ago, it completely leaked to flat within three to four days. The scar tissue pain was diagnosed via mammogram about two years ago. Lastly, on (B)(6) 2021, mammogram confirmed deflation. The patient was 53 years old at the time. On november 22, 2021, mentor received additional information indicating that the deflation was actually confirmed on (B)(6) 2021, date of implantation was on (B)(6) 2001, and the patient has actually been scheduled for implant explantation on (B)(6) 2022. In addition, the suspect medical device was a 350cc mentor smooth round moderate profile saline (catalog: 3501655 lot: 219353). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 15, 2022, mentor received additional information indicating that the suspect medical device is intact and has been discarded on an unspecified date. On january 17, 2022, mentor received another additional information indicating that the doctor's office has the suspect medical device. Mentor became aware that there is a discrepancy because the provided date of explantation is still in the future, (B)(6) 2022. A supplemental report will be submitted when clarifying information is made available.

Manufacturer narrative:
On february 10, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022.